Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance and versacross connect (vcc) for transseptal puncture (tsp). Following femoral vein access, the vcc radiofrequency (rf) wire was advanced to the superior vena cava (svc) and retracted. Initial tenting could not be confirmed; although fluoroscopy suggested left atrial access, the vcc wire position could not be confirmed on tee and was withdrawn. During manipulation, the wire briefly extended and exhibited resistance. The wire was re-advanced to the svc and repositioned to the fossa ovalis (fo). Tenting was confirmed, rf energization was applied, and tsp was completed. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. During multiple deployment attempts (six partial recaptures and one full recapture), the patient's blood pressure decreased to the 60 to 70mmhg range, and a slight increase in pericardial fluid was observed around the laa. Tee confirmed pericardial fluid accumulation at the cardiac apex. Due to hemodynamic instability, pericardiocentesis was performed and pericardial fluid was aspirated with exact amount unknown, and the patient's blood pressure improved to the 100mmhg range. The wds device was downsized to 24mm wds which was deployed and implanted. The procedure was concluded. A pericardial drain was connected, and the patient was transferred to the intensive care unit (ICU) for monitoring. In the physician's opinion, the possible migration into the pericardial cavity via a patent foramen ovale (pfo) may have occurred, however the exact cardiac perforation site was not identified as the patient did not require surgery for the event, but it was reported the perforation was not located in the laa.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance and versacross connect (vcc) for transseptal puncture (tsp). Following femoral vein access, the vcc radiofrequency (rf) wire was advanced to the superior vena cava (svc) and retracted. Initial tenting could not be confirmed; although fluoroscopy suggested left atrial access, the vcc wire position could not be confirmed on tee and was withdrawn. During manipulation, the wire briefly extended and exhibited resistance. The wire was re-advanced to the svc and repositioned to the fossa ovalis (fo). Tenting was confirmed, rf energization was applied, and tsp was completed. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. During multiple deployment attempts (six partial recaptures and one full recapture), the patient's blood pressure decreased to the 60 to 70mmhg range, and a slight increase in pericardial fluid was observed around the laa. Tee confirmed pericardial fluid accumulation at the cardiac apex. Due to hemodynamic instability, pericardiocentesis was performed and pericardial fluid was aspirated with exact amount unknown, and the patient's blood pressure improved to the 100mmhg range. The wds device was downsized to 24mm wds which was deployed and implanted. The procedure was concluded. A pericardial drain was connected, and the patient was transferred to the intensive care unit (ICU) for monitoring. In the physician's opinion, the possible migration into the pericardial cavity via a patent foramen ovale (pfo) may have occurred, however the exact cardiac perforation site was not identified as the patient did not require surgery for the event, but it was reported the perforation was not located in the laa. It was further reported there was a small pe of unknown location and cause noted on imaging before the procedure, and it worsened as a result of the procedure as cardiac tamponade occurred as a result. The color of blood removed during the pericardiocentesis was dark red. When the physician said "the possible migration into the pericardial cavity via a pfo" occurred, the physician was referring to the vcc radiofrequency wire.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance and versacross connect (vcc) for transseptal puncture (tsp). Following femoral vein access, the vcc radiofrequency (rf) wire was advanced to the superior vena cava (svc) and retracted. Initial tenting could not be confirmed; although fluoroscopy suggested left atrial access, the vcc wire position could not be confirmed on tee and was withdrawn. During manipulation, the wire briefly extended and exhibited resistance. The wire was re-advanced to the svc and repositioned to the fossa ovalis (fo). Tenting was confirmed, rf energization was applied, and tsp was completed. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. During multiple deployment attempts (six partial recaptures and one full recapture), the patient's blood pressure decreased to the 60 to 70mmhg range, and a slight increase in pericardial fluid was observed around the laa. Tee confirmed pericardial fluid accumulation at the cardiac apex. Due to hemodynamic instability, pericardiocentesis was performed and pericardial fluid was aspirated with exact amount unknown, and the patient's blood pressure improved to the 100mmhg range. The wds device was downsized to 24mm wds which was deployed and implanted. The procedure was concluded. A pericardial drain was connected, and the patient was transferred to the intensive care unit (ICU) for monitoring. In the physician's opinion, the possible migration into the pericardial cavity via a patent foramen ovale (pfo) may have occurred, however the exact cardiac perforation site was not identified as the patient did not require surgery for the event, but it was reported the perforation was not located in the laa. It was further reported there was a small pe of unknown location and cause noted on imaging before the procedure, and it worsened as a result of the procedure as cardiac tamponade occurred as a result. The color of blood removed during the pericardiocentesis was dark red. When the physician said "the possible migration into the pericardial cavity via a pfo" occurred, the physician was referring to the vcc radiofrequency wire.